Event description:
The orbit galaxy complex xtrasoft coil 3.5 x 9 (640cx3509/lot unknown) prematurely detached. The coil was where the physician wanted it. Patient death or serious injury did not occur as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The orbit galaxy complex xtrasoft coil 3.5 x 9 (640cx3509/lot unknown) prematurely detached during placement at the unknown target site. The coil was in the aneurysm where the physician wanted it. There was no impact to the patient and no additional medical or procedural intervention was required due to the event. There were no issues noted with the trufill dcs syringe ii (635002). No other coils were used in the procedure. An adequate continuous flush was maintained through the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. It is unknown if there was resistance between the guidewire and microcatheter when accessing the target site. It is unknown if there was resistance during advancement and during withdrawal of the coil through the microcatheter. It is unknown if the coil was used like a guidewire to reposition the microcatheter. The coil remains implanted and the delivery system is not available for analysis. The device history records review cannot be completed as the lot number is not known. Based on the available information and without the return of the delivery system for analysis no conclusion can be made regarding the root cause or factors possibly contributing to the reported event. Therefore, no corrective actions will be taken.